Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing threshold due to an improper position of the lead. The lv lead was explanted and replaced. The patient is a participant in the improve sudden cardiac arrest (sca) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.